Event description:
A customer reported to baxter product surveillance of a vented spike adapter that became disconnected from an unknown set. This was discovered during priming. There were b. Braun sodium chloride bottles used with this setup. In addition, a hospira primary i.v. Plum set was utilized. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: an actual sample was sent in for an evaluation. Visual inspection confirmed that the a component was separated from the spike adapter. The problem was caused by human error at the manufacturing facility. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated, a follow-up report will be submitted. This product is 510k exempt.